Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. The strip lot #d131001-2 was manufactured in october 2013 and expired in october 2015. Ok biotech received only one vial of strip from lot# d131001-2 before because of slow absorb speed when apply blood to strips while testing. No other low reading complaints were received from that manufacturing batch of strips. Because we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. The investigation results were sent to our importer, and this MFR report is related to importer report# (B)(4).

Event description:
Our importer,(B)(4), received a call on (B)(4) 2015 reporting a medical attention that occurred on (B)(6) 2015 at 5:00am. Employee at patient's doctor's office called in because patient was experiencing dizziness and head pain across her forehead while at the office visit. Paramedics were called. Upon arrival, paramedics tested patient's glucose with their meter with a result of 271mg/dl. The reading on prodigy meter was 181mg/dl. Approximately 2 minutes passed between testing with the paramedic's meter and the prodigy meter. Patient's total stay in hospital was 5 days. On follow-up call on (B)(4) 2016, patient stated that she was told by the her doctor that the reason for her symptoms was because her heart rate had fallen to 24 were it should have been 60-100. This was the reason for her original 5 day stay in the hospital. Complaint product has been requested but has not been returned. (B)(4) is requesting internal record review from manufacturer for suspect product.